Event description:
As reported: two implants, dated 2003. 6x150 protege's were used in a sfa about 10 months ago. Three months ago the pt came in for a regular check up and the leg was patent by ultra-sound. Pt returned again complaining of leg pain and the physician put in a fusion catheter with "redivase" and infused overnight and took pictures the next day. He then noticed three fractures, two in the proximal stent and one in the distal stent, and actually the distal was mid sfa and the other was mid to proximal sfa, so it was not distal. They responded by placing a viabond inside the protege's to cover the fractured area.